Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead was suspected of a conductor fracture. It was alleged that infared sonography was the suspected cause. There were episodes of noise which lead to the storage of inapproporiate atrial tachycardia response (atr) events. There has been a gradual increase in pacing impedance measurements within the last six months, however they remained within normal limits. The sensitivity was adjusted, however there are no plans for invasive intervention at this time. To date, there have been no adverse patient effects reported.